Event description:
Pt five months after termination pregnancy had positive rising hcg levels, 10, 15, 15, 15miu/ml. Physician considered presence of gestational trophoblastic disease. D and c performed (needless surgery). Physician sent blood and urine to reporter where it was determined that this was all false positive hcg.